Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the ik wire was not advancing smoothly when the physician was obtaining access and advancing the wire into the needle. Upon trying to remove the wire it became stuck in the needle. The needle and wire were removed together and manual pressure was used at the site. A 18 gauge needle was used and a 6 fr pinnacle sheath was then inserted to complete the case successfully. The blood loss was less than 250 cc's. The patient is in stable condition. The procedure was completed successfully. Additional information was received on 8/8/18: the procedure was a left heart cardiac catheterization

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and to provide the completed investigation results. A 0.21" guidewire and 21g tapered needled was for evaluation. The guidewire and needle were subjected to visual analysis. The guidewire was returned wrapped in a coil. Visual inspection revealed bends in the guidewire. The outer diameter of the guidewire and inner diameter of the distal end of the needle were measured and confirmed to meet manufacture specification. Functional testing was conducted inserting the returned guidewire into the needle. There was resistance felt when the guidewire attempted to exit the distal end of the needle. The wire then became stuck in the needle. When the guidewire could not be advanced, it was withdrawn through the needle, which led to shearing of the guidewire. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the bends in the guidewire contributed to the difficulty that was observed. However, the exact cause of the reported event cannot be definitively determined.